Event description:
The customer reported to their baxter sales representative the tubing separated from the y-site on a y-type catheter extension set, product code 2n1191, lot number unknown. The condition occurred between (B) (6) 2009. The condition occurred during use while infusing tpn on a newborn that was born on (B) (6) 2009. The nurse said the set fell apart in her hand at the tubing and the y-site. There was no patient injury or medical intervention necessary according to the facility representative. No additional information is available.

Manufacturer narrative:
(B) (4) evaluation summary: one used sample was received by baxter's manufacturing facility for evaluation. Visual and functional tests were performed and the reported condition of "tubing separated" was confirmed. The defect was confirmed during the visual inspection, due to the tubing being separated from the micro bore bifurcated "y". A pull test was applied to the other tubing bonded assemblies according to the local procedure and the components did not separate. The most probable root cause could be human error due to there being no evidence of solvent on the tubing. The personnel of the manufacturing process will be notified about the reported condition from the customer.